Event description:
In 2008 the lay-user/patient contacted lifescan alleging that a one touch ii meter had read inaccurately high. The medical affairs specialist (mas) spoke to the pt on the following month to obtain/ verify info. The pt tests her blood glucose 3 times a day. She tests before breakfast, dinner and bedtime. She takes sliding-scale humalog insulin based on her before meal meter readings. She also takes sliding-scale lantus insulin based on her pre-bedtime meter readings. The pt indicated that the alleged meter issue started on an unspecified date/time in november 2007. The pt woke up around 4:00 am with symptoms of feeling very dizzy, light-headed, and seeing "polka-dots". The pt tested her blood glucose at that point and got a reading in the "400's" mg/dl which she said was abnormally high. Her typical pre-breakfast meter readings are around "125-150 mg/dl". Based on the meter reading, the pt took 10 units of humalog insulin and then went back to bed. The pt could not remember what her pre-bedtime meter reading was the night before the event or how much lantus insulin she took. Around 8:00 am, the same morning, the pt woke up feeling dizzy and shaky. As a result of the symptoms, the pt administered self-care by consuming glucose tablets which relieved her symptoms. She denied seeking or receiving medical intervention from a health care provider and was not tested on anther device during the time of concern. The pt was unable to provide further details regarding the event. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.